Event description:
Hcp reported device was removed approx 5 months post implant. Pt experienced intractable itching. Hcp attributed this event to the distal portion of catheter in the dura and not the spinal canal. Shortly after, a new distal portion was implanted and pt was fine. Hcp learned later this event may have been a symptom of baclofen withdrawal. Approx 6/2002 pt was admitted to ER due to intractable itching. Hcp believed this ittching was due to the lack of baclofen. The ER staff ordered a fluoroscopy and it showed the proximal end of the catheter was kinked. Pt remained in the hosp overnight on an ativan drip, although ER staff could not find a leak in catheter. Physician replaced the whole catheter. It was later learned that pt was allergic to paper tape. One week post pump implant, the pt developed sepsis and was placed on IV antibiotics. Due to these complications, the pt's family member requested pump explantation. Pt is currently on "tons of oral baclofen and other meds". Dates and sequence of events may be out of order bacause hcp did not have pt's chart available.